Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump esc button does not respond. All the other buttons work properly except the esc button. Advised the customer to disconnect from the insulin pump and revert to back up plan. Blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted during the visual inspection. The insulin pump was received with cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.